Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Event description:
It was reported that after the implant procedure of this implantable pacemaker. High pacing thresholds and loss of capture was observed on both the right ventricular and right atrial channels. Impedance measurements were analyzed and were within normal limits. X-rays were performed in order to evaluate the system, and no issues were observed. Device damage and connections issues were suspected. A system revision was performed, and it was decided to explant and replace this device. The leads were also evaluated, and no issues were observed on them, it was decided to keep them in service. After the procedure all measurements were within normal limits once again. This device is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that after the implant procedure of this implantable pacemaker. High pacing thresholds and loss of capture was observed on both the right ventricular and right atrial channels. Impedance measurements were analyzed and were within normal limits. X-rays were performed in order to evaluate the system, and no issues were observed. Device damage and connections issues were suspected. A system revision was performed, and it was decided to explant and replace this device. The leads were also evaluated, and no issues were observed on them, it was decided to keep them in service. After the procedure all measurements were within normal limits once again. This device is expected to be returned for analysis. No adverse patient effects were reported.